Event description:
As reported by the patient¿s attorney, a vesica sling system was implanted on (B)(6) 1996. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.